Event description:
Deflecting mechanism to flexible ureteroscope stopped working in the case as noted by surgeon. The laser fiber was broken. Surgeon stated the scope stopped working due to damage probably from the broken laser fiber. Intervention to retrieve two -2- pieces of retained broken laser fiber inside pt's left ureter. Dates of use: seven days. Diagnosis or reason for use: kidney stone.